Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing lead impedance measurements greater than 2,000 ohms, high pacing threshold measurements, and loss of capture at maximum outputs. A gradual rise in the pacing impedance measurements was observed. Subsequently, an invasive procedure was performed in which the rv lead was surgically abandoned and replaced. Additional information indicated that loc did not result to asystole. The lead was not tested through a pacing system analyzer (psa), however, the lead to header connection was confirmed secure. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.